Manufacturer narrative:
Correction to align with planned replacement procedure reported in initial event description. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(4), ubd: 30-jul-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that a manufacturer¿s representative (rep) checked his device about two weeks ago, she tested circuitry and found out that 4 electrodes on the right side weren't working and was kind of shooting to his kidneys. The patient reported that he had an MRI done maybe 1.5 weeks ago and the MRI showed the wires had moved. The patient noted that he was scheduled to have the device replaced on (B)(6) 2019; they wanted to put the newer updated model, but his surgeon also mentioned that there was a potential that a laminectomy might be needed and the patient would prefer this not to happen. The patient reported that he would rather have the ins taken out and not have one put in and leave the leads in. The patient reported that he was not in that much pain, the pain had diminished. No further complications were reported.